Manufacturer narrative:
D4: 5 potential lots were recognized from the vendor lot for this device. It is one of the following: item#: (B)(6), lot#: 008280. Manufacture date: jul 17, 2019. UDI: (B)(4). 510k: k062842, FDA prod code: hbe. Item#: (B)(6), lot#: 008390. Manufacture date: jul 17, 2019. UDI: (B)(4). 510k: k062842, FDA prod code: hbe. Item#: (B)(6), lot#: 008420. Manufacture date: jul 17, 2019. UDI: (B)(4). 510k: k062842, FDA prod code: hbe. Item#: (B)(6), lot#: 008430. Manufacture date: jul 17, 2019. UDI: (B)(4). 510k: k062842, FDA prod code: hbe. Item#: (B)(6), lot#: 008450. Manufacture date: jul 17, 2019. UDI: (B)(4). 510k: k062842, FDA prod code: hbe. The drill 1.5x105mm 22mm stp j-nt (item# (B)(6), lot# 333925) were returned for investigation. It was determined that the '333925' etched on the body of this drill is the vendor's lot. Based on a review of inventory transactions and the customer's purchase history, there are 5 possible zimmer biomet lots: 008280, 008390, 008420, 008430, or 008450. Visual examination of the returned drill confirmed the product's identity. It was also confirmed that the drill was fractured, near the neck at the start of the fluted section. Review of the device history records identified no deviations or anomalies during manufacturing. The supplier DHR was not requested because the raw material certificate showed material is conforming to specification, including the material hardness. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Occupation: distributor on behalf of facility MFR site: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial segment procedure, a drill tip was broken during drilling when fixing the screw. Attempts have been made and additional information on the reported event is unavailable at this time.